Event description:
The manufacturer became aware of a literature published by the ¿hand surgery clinic, gentofte hospital, university of copenhagen, denmark¿. The title of this report is "periprosthetic osteolysis after total wrist arthroplasty", published on may 01, 2014, and can be found at http://dx.doi.org/10.1055/s-0034-1372532. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 44 patients. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced periprosthetic osteolysis distally around the radial component.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿hand surgery clinic, gentofte hospital, university of copenhagen, denmark¿. The article can be found at http://dx.doi.org/10.1055/s-0034-1372532.  The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.